Manufacturer narrative:
This report is submitted on july 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and reimplant the patient with a new device, however, this has not yet occurred as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device. This report is filed on september 24, 2018.